Event description:
A customer reported to baxter corporate product surveillance (cps) a 4-way stopcock extension set in which a leak was observed. According to the report, the leak occurred at the bonded junction of the tubing and the stopcock during infusion of an unknown medication on a patient. There are no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.